Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the heavily occluded restenosed subclavian vein with a previously placed non bsc stent. Stent placement occurred over a year from the event. A 12.0 x40, 75cm gladiator¿ balloon catheter was used for dilation. The balloon was inflated once in a vascular appendage. However, it was noted that balloon ruptured at the proximal side of the catheter within the rated burst pressure. The catheter and 3% of the balloon were removed; however 98% of the balloon dislodged in the brachial cephalic vein and the patient was transported to a local hospital from the center. The dislodged balloon was removed by a vascular surgeon. No further patient complications were reported and the patient was discharged.

Manufacturer narrative:
Event date corrected from (B)(6) 2015. Initial reporter sent to FDA corrected from ni to yes. Device evaluated by MFR.: a visual examination of the returned device identified that a complete circumferential tear in the balloon and shaft break occurred. The tear in the balloon was located over the proximal markerband. The distal section of the balloon tear, including the tip section of the device was not received for analysis. An examination of the shaft identified that it was kinked and stretched between the two markerbands. The shaft exhibited a rotational twist approximately 0.1cm distal to the distal edge of the distal markerband. The break in the shaft was located at 2cm distal to the distal edge of the distal markerband. The break and kinks that were identified in the shaft are all consistent with excessive force having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported via facility medwatch (B)(4) that during removal, when the balloon reached the sheath, it was noted that the balloon separated form the shaft of the catheter. After several unsuccessful attempts to remove the remaining balloon, the physician decided to ligate the fistula in order to prevent the balloon from traveling. The remaining part of the balloon was retrieved and successfully reestablished blood flow. Eight days later, the patient was readmitted to the hospital with complaints of pain in the arm and the access was permanently ligated.

Manufacturer narrative:
(B)(4).